Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that multiple buttons were not functioning properly during normal operation. Physio replaced the printer keypad and main keypad assemblies. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. (B)(4).

Event description:
Customer reported that none of the buttons on the device would work. There was no patient use associated with this event.